Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increase of ventricular capture threshold and intermittent loss of capture were observed. The patient was symptomatic with palpitations due to loss of capture. The lead did not have much slack. X-ray of lead was normal. The lead was capped. The patient did not want further therapy and was downgraded to a pacemaker.